Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their top 5 teeth are changing shape, the tooth edges are becoming jagged and chipped.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.